Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead dislodgement. This ra lead was replaced with the same model and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead dislodgement. This ra lead was replaced with the same model and returned. No additional adverse patient effects were reported. Additional information received which indicated that the lead dislodgement was confirmed via x ray.